Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board and an internally shorted q1 current-controlling transistor on the bedside board. The cause of the contamination was ingress of an unk liquid. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.